Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected turbine assembly is available for analysis and a return good authorization (rga) has been issued. At this time, carefusion has not received the suspected turbine assembly for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays ventilator inoperable and motor fault alarms. The customer performed troubleshooting; but the issue was not resolved. The customer reported the turbine assembly fails the speed test. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a vela turbine, and evaluated the device. An evaluation of the component confirmed and duplicated the reported issue and isolated the issue to the turbine interface printed circuit board assembly (pcba) becoming corrupted and failing.